Event description:
Related manufacturer reference number: 1627487-2019-06777. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads resolving the issue. Reportedly, stimulation was restored post operatively.

Manufacturer narrative:
The reported event of high impedance was not confirmed. The lead was returned was cut into two pieces. Microscopic inspection identified a no anomaly. No root cause was identified for the reported event.

Event description:
Related manufacturer reference number: 1627487-2019-06777.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06777. It was reported the patient experienced inadequate therapy output. Diagnostics revealed high impedance on several contacts. In turn, surgical intervention may take place at a later date to address the issue.